Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to perform troubleshooting with the customer; however, the customer did not respond to follow up attempts.